Event description:
It was reported that the patient was revised due to a broken articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: the size 4 femoral component and size 1/2 articular surface component are not compatible. The implantation of incompatible components may have contributed to the reported issue. Operative notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however, no further information has been received to date. A definitive root cause cannot be determined with the information provided. Evaluation codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.